Manufacturer narrative:
The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labelling, and device history records. Returns were not available. The review of the historical performance of reagent lot 49249ud00 was completed. Trending review determined no trends for the issue for the product. Device history record review on lot 49249ud00 did not show any potential non-conformances, or deviations. Historical performance in the field using worldwide data from abbott link was reviewed and determined that the patient median result for the lot is comparable with other lots in the field, confirming no systemic issue for the lot. Labelling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I lot number 49249ud00 was identified.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I (tn-I) results on two patients. Results provided: (B)(6) 2023 sid (B)(6) = 28.1 ng/l. The physician questioned the result, because approximately 6 hours earlier the patient had a tn-I of 2.2 ng/l. Repeated sid (B)(6): serial number (B)(6) = <1.3 ng/l, serial number (B)(6) = 2.9 ng/l. (B)(6) 2023: sid (B)(6) = 130 ng/l. Same patient sid (B)(6) appr. 6 hours later tn-I = 2.3 ng/l. Both samples repeated. Sid (B)(6) = 26.9 ng/l (B)(6)/ 2.3 ng/l (B)(6); sid (B)(6) = 2.4 ng/l ((B)(6)/ <1.3 ng/l on (B)(6). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. Section a1 patient identifier sids: (B)(6)/(B)(6). This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21.

Event description:
The customer reported falsely elevated alinity I stat high sensitive troponin-I (tn-I) results on two patients. Results provided: (B)(6) 2023 sid (B)(6) = 28.1 ng/l. The physician questioned the result, because approximately 6 hours earlier the patient had a tn-I of 2.2 ng/l. Repeated sid (B)(6). Serial number (B)(6) = <1.3 ng/l, serial number (B)(6) = 2.9 ng/l. (B)(6) 2023: sid (B)(6) = 130 ng/l. Same patient sid (B)(6) appr. 6 hours later tn-I = 2.3 ng/l. Both samples repeated. Sid (B)(6) = 26.9 ng/l (ai24529) / 2.3 ng/l (ai24528); sid (B)(6) = 2.4 ng/l (ai24529 / <1.3 ng/l on ai24528. No impact to patient management was reported.